Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On the evening of (B)(6) 2025 at approximately 19:00, the patient's parent reported that the dexcom cgm began displaying "static" on the trend graph via the mobile device. Despite the cgm showing glucose values trending lower but still within range, the omnipod 5 system responded by suspending basal insulin delivery. The cgm signal continued to deteriorate, and by approximately 02:00, it displayed a "low" glucose reading. In response, the parent activated the pump¿s "activity mode" and administered carbohydrates, suspecting hypoglycemia. It is unclear whether a confirmatory bg check was performed at that time. The patient awoke at approximately 09:30 with vomiting and a urine ketone level greater than 1.0 mg/dl. The parent transported the child to the emergency department (ed), where mild diabetic ketoacidosis (dka) was diagnosed. A fingerstick bg reading in the ed was 359 mg/dl, while the dexcom cgm continued to display "low." Both the dexcom sensor and omnipod device were removed at that time. The patient received insulin, intravenous fluids, and anti-nausea medication. The duration of the hospital stay was not specified. At the time of the report, the patient was noted to be in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm showing glucose values trending lower but still within range. The reported glucose values fall within the d zone of the parkes error grid checked in the ed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.